Event description:
On 20-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-70 flipcutter button would not flip. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.